Event description:
It was reported that the unspecified bd¿ needle the needle came out of the syringe. Verbatim: "I just started again using a 30 unit ultra-fine to inject 10/15/20 units 3 times a day. This week the needle came out of the syringe again. This happened to me on 2 syringes from this same pack last july when I fell into the donut hole and was forced to use these syringes. I know this can't be normal. "

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle the needle came out of the syringe. Verbatim: "I just started again using a 30 unit ultra-fine to inject 10/15/20 units 3 times a day. This week the needle came out of the syringe again. This happened to me on 2 syringes from this same pack last july when I fell into the donut hole and was forced to use these syringes. I know this can't be normal. "